Event description:
Left knee pain [arthralgia]. Bruising of the left knee [contusion]. No pain relief [therapeutic response decreased]. Case description: spontaneous report received on 05/28/2010 regarding a (B)(6) female patient, initials (B)(6), with a medical history of osteoarthritis and previous synvisc treatment seven and eight years ago. The patient was treated with synvisc injections into the left knee on unk dates in 2009. The patient experienced bruising of the left knee and no pain relief following the injections. The patient stated that the knee was blue. The patient had total knee replacement surgery on (B)(6) 2010. The lot number was not provided. No further information provided. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.